Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller was exchanged. The log file contained no external powers alarms that occurred on the old controller, which did not return following the exchange. This is suspected to indicated an issue with the leads on the exchanged controller.

Manufacturer narrative:
Section d6a: date of implant was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the log files spanned approximately 3 days ((B)(6) 2021 per time stamp). On (B)(6) 2021 at 15:21 and 15:51 while connected to batteries, the no external power activated due to both power cables being disconnected simultaneously. The alarm cleared seconds after activating when power was restored. The backup battery was able to provide power to the controller during these events. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. System controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. A root cause for the reported no external power alarm cannot be conclusively determined through this analysis; however, it is consistent with user error by disconnecting both power cables simultaneously. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect and no external power alarms. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.